Event description:
Healthcare professional reported pt receiving hemodialysis on the baxter meridian and fifteen minutes after pt treatment was initiated, pt complained of feeling as if something was in their throat. Hcp immediately noted large air pocket in venous fistula needle. Hcp stopped the treatment, clamped the blood lines, reclined pt in trendelenburg position on the left side and administered oxygen 2 l via nasal cannula. Hcp reported device did not alarm until the hcp initiated the recirculation process per unit protocol. Treatment parameters were as follows: blood flow rate 300 ml/minute, dialysate flow rate 700 ml/minute, treatment time 4 hours, dialysate used 2k/2.5 caa. There was no pt injury as a result of this event.